Manufacturer narrative:
Details of complaint: the customer reported that the wireless bedside monitors (bsms) were not communicating with the central nurse's station (cns) after their staff made some changes to the hospital's wireless network. The issue was resolved when they realized that their new setup was incorrect. No device malfunction occurred. No patient harm or injury was reported. Investigation summary: the customer indicated they had made changes to their hospital's wireless network and indicated their wireless bsms were no longer communicating with the cns. Follow-up communication from the customer indicated that their setup after the network change was incorrect. The customer did not know what specific setting was changed but they were able to resolve the issue. Based on the available information, the root cause of the issue is the customer's network environment. The issue was related to the customer's network. There was no malfunction of an nk device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the wireless bedside monitors (bsms) were not communicating with the central nurse's station (cns) after their staff made some changes to the hospital's wireless network. The issue was resolved when they realized that their new setup was incorrect. No harm or injury was reported.

Event description:
The customer reported that their wireless bedside monitors (bsm's) are not communicating with the central nurse's station (cns) after their staff made some changes to the hospital wireless network. No harm or injury was reported. The issue was resolved when they realized that their new setup was incorrect. No device malfunction occurred.